Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that tones were emitted when it comes to this implantable cardioverter defibrillator (ICD). The patient had gone in to the hospital for review and no change was noted when it comes to the device battery. Prior to the procedure to explant the ICD it was noted that the pace impedance measurements had increased and a rise in pacing thresholds was noted when it comes to the right ventricular (rv) lead. A new system was thus implanted. The ICD and rv lead will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead was returned severed 125 mm from the terminal pin. It was indicated a portion of the lead was not returned. The clear medical adhesive was torn/separated at the proximal end of the proximal spring electrode and the proximal spring electrode was separated from the lead body insulation. The rate sense conductor coil was extremely stretched. The damage was confirmed to be induced.